Manufacturer narrative:
B3: (B)(6) 2026 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when attempting to use the product, it was noticed that there was liquid leaking from the base of the filter on the extension tube. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted. Device history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. Leak test was carried out, during which a leak was observed from the filter inlet tube bond. The customer reported leakage can be confirmed. The probable cause is due to incomplete solvent application error during manufacturing.